Manufacturer narrative:
Additional occurrences of the issue were provided by the customer on (B)(6) 2021 and have been added to section b5.

Event description:
Additional occurrences of falsely decreased alinity c sodium results were provided by the customer. (B)(6) 2021: sid (B)(6): initial result 107 mmol/l. The patient was admitted to the ER for routine lab testing based on the initial result. The patient was redrawn 2.5 hours later with a result of 138 mmol/l. There was no report of any medical treatment given or patient injury. (B)(6) 2021: sid (B)(6): initial result 115 mmol/l, repeat 138 mmol/l. There was no report of impact to patient management.

Event description:
The customer stated that critically low alinity c sodium results were generated for nine patient samples that retested within the normal range or higher. The following data was provided. (B)(6). The customer's normal range 135 - 146 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. A review of tickets determined that there is normal complaint activity. Trending review determined no adverse trend for depressed patient results due to the product. Returns were not available. The sample was retested on another analyzer and results obtained were reported out from this analyzer, indicating the product is performing as expected. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified.